Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 560mg/dl while wearing the pod between 4 and 24 hours. The caregiver reported that 2 weeks prior, the patient experienced hyperglycemia while wearing a pod. The first day of pod usage seemed normal. However, after removing the pod, the patient¿s blood glucose levels rose despite the cannula appearing normal. The patient did not receive any alarms or alerts. The pink slide moved forward and the cannula inserted into the skin. There was no redness/swelling nor insulin leakage at the insertion site. No treatment was reported for the event that occurred on april 21, 2026.